Event description:
During a passing conversation with a maquet account manager, the hospital reported that during an endoscopic vein harvesting procedure two weeks prior (date unk), the short port btt black inflation valve popped out completely when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon immediately deflated. Staff pushed the valve back in then reinflated the balloon in order to complete the procedure with the same device. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the alert date because the lot # and the occurrence date were unknown. There was no nonconformance which could have attributed to this failure mode. (B) (4).